Event description:
It was reported that during a ptca procedure, the physician experienced difficulty crossing the lesion. During advancement the shaft of the catheter broke. No pt injury or complications occurred.